Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that unspecified malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had an alternate therapy available for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.